Manufacturer narrative:
E1: initial reporter facility name: (B)(6). H4: the lot was manufactured september 02, 2022 - september 07, 2022. The actual device was received for evaluation. A visual inspection was performed using the naked eye found a segment on the tube set has been damaged. The reported condition of was verified. Indentation marks from the manufacturing flow wrap sealer equipment were observed on the damaged area of the tube set which suggested the cause of damage was related to manufacturing. Leak was observed at the damaged area of the tubing during the leak test. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from the administration tubing. This occurred during filling at the hospital. There was no patient involvement. No additional information is available.